Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio provided a replacement device to the customer. The original device was scrapped and was not returned for further evaluation. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device automatically shut off while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device automatically shut off while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received.